Event description:
A change in therapeutic effect was reported. The patient had experienced severe pain since his last pump refill, in which the physician started to titrate his medication down. It was noted that upon the last refill that 2 mls were expected, however, the physician got back 7 ml of drug from the pump's reservoir. The physician had lowered the patient's medication 3 times, and the patient wasn't sure if the increase of pain was a pain was a result of the lowering of his medication, or if there was an issue with the pump. No audible alarms had occurred. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).